Manufacturer narrative:
Product ID 37711 lot# serial# (B)(4), implanted: 2007 (B)(6); product type implantable neurostimulator product ID 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37752 lot# serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 39565-30 lot# serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37742 lot# serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 377 7-45 lot# serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3777-45 lot# serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37711 lot# serial# (B)(4), implanted: 2007 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
It was reported that a patient had two overdischarged implantable neurostimulator (ins) batteries, and both had been ¿out for a couple of years.¿ it was noted that one device battery was already having recharging issues and had to be recharged very frequently. The reporter stated that the reason for overdischarge was also patient compliance. It was reported that there were telemetry issues. Eleven days later, it was reported that the inss had been overdischarged for two years, and the patient had made an appointment in august with a surgeon to discuss options, as the patient was electing to have them replaced due to discomfort of the location and size. Approximately seven weeks later, it was reported that the patient was scheduled to have both ins's replaced. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received later: it was reported that the patient had not used her device for 2 years and had let the batteries drain on purpose as previously reported. No symptoms were reported at the time when patient went to see the company representative .it was indicated that patient just knew "the batteries were dead and that she would need a jump start". Could not jump start due to how long they had not been charged. It was added that both neurostimulator (ins) devices were replaced since company rep could not communicate with either device and that the units were about 7 years old. It was stated that the patient had been doing well since replacement. No devices were going to be returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).